Event description:
Patient called lfs on 6/2/03 alleging their meter would not prompt error 4 and error 5 messages. The patient stated they felt like pt was going to faint, however, pt did not take any actions at the time of the error messages. They did report visiting the physician where they were given some form of medication for the diabetes. Patient was unwilling to provide further details to the customer service representative. The patient did not want a replacement meter sent. The issue was unresolved with troubleshooting. This case is being reported as a malfunction because there is no evidence that the meter contributed to an adverse event. The patient did not provide a contact number; therefore co will be sending a letter to attempt to obtain more clinical information.